Manufacturer narrative:
As reported in a research article, a 19 mm trifecta valve was implanted in the patient with history of hypertension, hyperlipidemia, and coronary artery disease. 10 years post-implant of trifecta valve, the patient presented with exertional dyspnea, chest pressure, and peripheral edema due to aortic stenosis and moderate-severe valvular regurgitation. A decision was made to perform a transcatheter valve-in-valve procedure. During the first attempt, the 23 mm non-abbott device embolized into the ascending aorta after a post-dilatation and the patient became hypotensive. A second attempt with a 20 mm non-abbott valve was successful. The patient was administered phenylephrine boluses and norepinephrine drip. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature attachment: a novel method to manage a dislodged self-expanding transcatheter aortic valve.

Event description:
The article, "a novel method to manage a dislodged self-expanding transcatheter aortic valve", was reviewed. The article presented a case study of an 85-year-old male patient with a history of hypertension, hyperlipidemia, and coronary artery disease. It was reported that on an unknown day, a 19mm trifecta valve was implanted. It was then reported 10 years post-procedure, the patient presented with exertional dyspnea, chest pressure, and peripheral edema due to aortic stenosis and moderate-severe valvular regurgitation. A decision was made to perform a transcatheter valve-in-valve procedure. During the first attempt, the 23mm medtronic evolut pro+ embolized into the ascending aorta after a post-dilatation and the patient became hypotensive. A second attempt with a 20mm edwards sapien s3 ultra valve was successful. The patient was administered phenylephrine boluses and norepinephrine drip. The article concluded that a novel hybrid wire fixation method via the axillary artery was devised in this case for the fixation of an embolized self-expanding valve. Despite an overall reduction in complication rates, tavr remains a complex procedure and complications should always be anticipated and managed promptly. [The primary and corresponding author was waqas qureshi, department of cardiovascular medicine, university of massachusetts medical school, 55 lake ave north, worcester, ma 01655, USA, with corresponding email: (B)(6).